Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers continued to scroll when trying to enter blood glucose. Customer's blood glucose was 167 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping or scroll bar moving during our testing. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube, cracked belt clip slot and minor scratched lcd window.